Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in storage of untreated episodes and several episodes of inappropriate shock therapy. The noise was felt to be consistent with myopotentials. Additionally, the local field representative contacted technical services (ts) to discussed potential undersensing that was observed during some of the stored episodes. Ts reviewed the stored episodes and noted there may be some undersensing. The undersensing was determined to be related to the large/small phenomenon based on signal amplitude measurements. Review of a more recent shock therapy episode noted potential shock therapy for atrial fibrillation (af), however, ts noted it was difficult to confirm. The delivered shock appeared to induce ventricular tachycardia (vt). The rhythm self terminated prior to delivery of further shocks. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in storage of untreated episodes and several episodes of inappropriate shock therapy. The noise was felt to be consistent with myopotentials. Additionally, the local field representative contacted technical services (ts) to discussed potential undersensing that was observed during some of the stored episodes. Ts reviewed the stored episodes and noted there may be some undersensing. The undersensing was determined to be related to the large/small phenomenon based on signal amplitude measurements. Review of a more recent shock therapy episode noted potential shock therapy for atrial fibrillation (af), however, ts noted it was difficult to confirm. The delivered shock appeared to induce ventricular tachycardia (vt). The rhythm self terminated prior to delivery of further shocks. This device remains in service. No adverse patient effects were reported.